Event description:
An ipp device was implanted, date and details not indicated. On 6/10/97 the cylinders and pump were removed from pt and replaced because "right cylinder not inflating or deflating- buckling of prosthesis observed." Ams has requested add'l info.